Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown product performance issue. No additional adverse patient effects were reported.